Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent during hospitalization for an unrelated indication. The cause of peritonitis and treatment for the event were not reported. The patient¿s hospitalization was prolonged due to the peritonitis event. The patient was recovering from the event and pd therapy was ongoing. No additional information is available.